Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the bed shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2006 to 2011. It is unk if the facility performed any other preventative maintenance on this bed. The brakes functioned as designed. Based on this information, no further action is required.